Manufacturer narrative:
Block b3: exact date unknown, event occurred three months prior to the date the manufacturer became aware.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an implantable pulse generator (ipg) explant procedure. No further information has been obtained.